Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy performed on (B)(6), 2010. According to the complainant, during the procedure, the clip grasped tissue however, the clip would not release from the catheter. The physician was able to manipulate the clip off the tissue with no visible tissue damage. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The returned device was inspected and revealed that the clip assembly was fully deployed and was not returned. Furthermore, there was a kink near the handle and the control wire was separated, indicating proper deployment. The condition of the returned device was consistent with the complaint of difficulty deploying; the complaint was confirmed. The most probable root cause of the issue is operational context; anatomical/procedural factors limited the functionality of the device. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy performed on (B)(4), 2010. According to the complainant, during the procedure, the clip grasped tissue however, the clip would not release from the catheter. The physician was able to manipulate the clip off the tissue with no visible tissue damage. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).